Event description:
It was reported via repair work order that the patient right sliding knee support arm was not locking into position when the button was released due to trip mechanism that release cable connects was slightly bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.